Event description:
It was reported that during surgery, the dermatome didn´t work properly, kept funny noise. There was no patient harm. There was no medical intervention. There was no surgical delay. During device evaluation was found that the rpms were unstable. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record identified the following related repair: it was found that the rpms were unstable and e-ring deformed and the motor and ring were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in finland.